Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced an infection and it was reported that the patient subsequently removed the abutment. The patient is being clinically managed by the treating health care provider.